Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity biopsy forceps was going to be used for a biopsy procedure on (B)(6) 2016. According to the complainant, during preparation, a strand of hair was noticed inside the sterile packaging. The device was unopened and no damage was noted on the device packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual analysis of the device found hair inside the sealed pouch and across the boston scientific seal. Complaint was confirmed. Therefore, the most probable root cause of "manufacturing" is selected for this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity biopsy forceps was going to be used for a biopsy procedure on (B)(6) 2016. According to the complainant, during preparation, a strand of hair was noticed inside the sterile packaging. The device was unopened and no damage was noted on the device packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good."